Manufacturer narrative:
(B)(4). Manufacturer's investigation conclusion: a specific cause for the patient¿s reported outcome and organ failure could not be conclusively determined through this evaluation and a direct correlation to the heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(4), could not be conclusively determined. The relevant sections of the device history record for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1, ("introduction") lists potential adverse events that may be associated with the use of the hm3 lvas, including death and organ failure. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2022 due to multi system organ failure while at home on hospice. The multi system organ failure was reported to be due to progression of heart failure and was not device related. The device was not returned for evaluation.